Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead noted high out of range impedance measurements through the pacing system analyzer and the device. Capture could not be confirmed as the patient was in atrial flutter inhibiting the success of the threshold test. Fluoroscopy noted a potential kink in the ra lead. Attempts to retract the helix were unsuccessful. Therefore, the physician tugged the ra lead out of the myocardium. Echocardiogram confirmed there were no adverse patient effects. A new ra lead was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.